Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 480 mg/dl at the time of incident and current blood glucose was 109 mg/dl. The customer was treated with manual injection and insulin pump for high blood glucose level. Customer reports the product not adhering. The customer declined troubleshooting for hyperglycemia. The device will not be returned for analysis.